Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory could not be fixed on the jaw of the instrument and slid out several times. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth and at the distal end. Tears are axially aligned with the tip cover and measure roughly 0.062" x 0.174" in length. There were no signs of thermal damage present at the end of the tear. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage observed on the instrument and no arcing was observed during the procedure. There was no injury to the patient. A grounding pad was used and placed on the thigh. There were no issues with the grounding pad. The tip cover was properly installed with no orange surface being visible.